Event description:
Paramedics responded to pt in cardiac arrest and down for a long time. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect electrodes and would not display the pt's ECG (dashed lines). ECG electrodes were connected to the pt and device with a 5-lead ECG pt cable and the pt's rhythm diagnosed as asystole. The pt's rhythm did not convert from asystole and the pt was not resuscitated. The reported stated the reported malfunction did not cause or contribute to the pt's death because the pt's rhythm never converted to a shockable rhythm.